Event description:
Patient was undergoing laparoscopic cholecystectomy. Autosuture endoclip was used on the cystic artery. When the clipping mechanism was closed on the artery, the clip broke in half. The fragment was retrieved.